Manufacturer narrative:
The device was received for investigation, and the exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown, and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported high blood glucose levels of greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on their leg between 37 and 48 hours. The pod reportedly stopped delivering insulin without alarms or error messages, resulting in high glucose after dinner while using automated mode. The adhesive was secure, there was no insulin smell or leakage noted, no site irritation, and the cannula appeared normal when later inspected. No medical assistance was required. The device evaluation found the cannula to be flattened.